Event description:
The olympus (ot field service engineer became aware that the forceps channel from the colonovideoscope was not completely cleaned. ¿a yellowish colored liquid would come out after washing¿. During a standard visit at the user facility. There was no health hazard reported to olympus.

Manufacturer narrative:
The olympus (ot) representative was informed that kaigen's detergent was expensive, so the cleaning function was not used and only disinfection was performed. It was thought that the facility was able to perform the bedside cleaning by using a conduit tube. The user facility was advised to use the kaigen washer correctly or if it is manually cleaned, to take corrective action. Guidance on the appropriate cleaning methods were provided to the facility. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the operators might have reprocessed the device incorrectly or insufficiently. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus. The event can be detected/prevented by following the instructions for use which state: "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface, immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.